Manufacturer narrative:
A manufacturing evaluation and product investigation were completed: the product was returned in a packaging different from the original packaging. The laser marking was readable. The whole twist and tip is missing. A device history record review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. The outer diameter and the hardness were measured, and fulfill the specifications. It was found that the used raw material fulfilled the specifications. Based on this the complaint is rated as confirmed but not valid from the point of view of the manufacturing site. No manufacturing related issue was identified and/or confirmed. The complained issue of broken drill bit could be confirmed. Based on the provided investigation no manufacturing related deviation was found. Different factors could have led to this breakage such as too much force applied, drilling in a too tilted position drill bit often used and dull and others could have led to this complained breakage. Exact root cause determination not possible. Based on the provided investigation no manufacturing related deviation was found. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient ID, date of birth and weight are not available for reporting. (B)(4). Device is an instrument and is not implanted / explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. (B)(6). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that on (B)(6) 2016, patient underwent surgery to treat a pelvic fracture. During the procedure, the surgeon was drilling with drill bit when the tip of the drill bit broke off. Broken fragment was left inside the patient¿s body, stuck into the bone. The surgery was prolonged by 20 minutes. The patient was reported as stable. This report is for one (1) drill bit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Manufacturing location: (B)(4). Manufacturing date: april 10, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.